Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report a discrepancy between the sensor and blood glucose readings. The customer then stated that he was treated for low blood glucose levels early this morning. The customer's sensor glucose reading was 169 mg/dl and his blood glucose reading was 59 mg/dl. Attempted to troubleshoot with the customer, but he was driving and very upset. The customer stated that he would be calling back to troubleshoot when he is not driving. Nothing further was reported.